Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Patient stated the sensor pod fell off her body and, the sensor wire stayed at site of insertion. The patients sensor was inserted into the thigh, which is considered off label use. The sensor was inserted on (B)(6) 2015. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of a detached sensor wire cannot be confirmed. It was reported that the patient inserted the sensor on their thigh, it should be noted that the dexcom g4® platinum continuous glucose monitoring system states: sensor placement and insertion is not approved for sites other than the belly (abdomen). However, a definitive root cause cannot be determined.